Event description:
The following was reported to hamilton medical ag: I noticed this when the local staff was doing preventive maintenance work. The blower flow test for tsw is ng. Blower timer is 11%. Checked voltage checkpoints on control board. Voltage is fine. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: I noticed this when the local staff was doing preventive maintenance work. The blower flow test for tsw is ng. Blower timer is 11%. Checked voltage checkpoints on control board. Voltage is fine. No patient involvement.